Event description:
The pt (reporter) stated that after using dr. Sheffield lubrigel personal lubricant jelly he experienced redness and splitting of the foreskin on his penis. He also indicated that his partner experienced swelling and redness on her lips. A postage paid envelope was sent requesting the return of the suspect product. However, the requested product or lot code was not made available by the pt. As per the pt, medical attention was not sort to treat the events.